Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18 (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a banding procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the suture snapped off just before the physician completed the banding procedure. There was no difficulty experienced I setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complication reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.